Manufacturer narrative:
This report is submitted on may 20, 2021.

Event description:
Per the clinic, the patient experienced poor sound quality with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was confirmed as a device failure by cochlear staff (date not reported). The implanted device remains. Explant and reimplantation is planned but has not taken place at the time of this report.